Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The inspiratory flow manifold was replaced to resolve the issue. No report of patient involvement. Unique identifier: (B)(4).legal manufacturer: (B)(4).

Event description:
The customer reported a malfunction resulting in a leak greater than 4.5 lpm. There was no report of patient involvement.